Event description:
It was reported that during an implant, an 8709sc catheter was implanted and when the stylet and needle were removed, the catheter "bunched up and tore." A revision kit was used to fix the tear. There were "no other issues reported and the implant went fine after this." The pump contained saline.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc lot# unk serial# (B)(4) implanted: (B)(6) 2012 explanted: unk.

Manufacturer narrative:
(B)(4).